Manufacturer narrative:
Complaint no: (B)(4). Manufactured january 27, 2016 ¿ january 28, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted tiny specks of white drug residue around the blue winged luer cap, but no signs of fluid were observed coming out at the blue cap. A functional leak test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor presented a leak into the outer packaging before use. The device was filled with 3100 mg of fluorouracil in sodium chloride 0.9%. There was no patient involvement. No additional information is available.